Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that there was contamination under all of the button contacts. Unrelated to this issue, the keypad was found to be peeling from the pump and was cut and torn on the ok button. Also unrelated to these issues, investigation revealed that the contrast button contact was missing. The contrast button key was unresponsive. The up, down, and ok buttons responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under all button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.